Event description:
It was reported that pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of in-warranty replacement pump.